Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the instrument led on the e-100 generator was not reflecting that the synchroseal instrument was connected, and the system was reporting that the e-100 was not powered on. The e-100 power button led was colored white. Prior to calling for support, the staff had tried to power cycle the breaker on the e-100, and cycled the e-100 power with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the staff power cycle the e-100 and power cycle the system if the issue persisted. The staff power cycled the e-100, but did not want to power cycle the system. At the time of the call the staff was proceeding without the use of the synchroseal instrument. The procedure was completed with no reported injury. Isi has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that there was nothing lighting up on the e-100 generator. The fse replaced the e-100 generator and adjusted the system settings so that the e-100 would be enabled. The system was tested and verified as ready for use. Logs were not available for review at the time of the customer's call. A log review was later performed and confirmed that the procedure was performed on system sk0210 on 12-may-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer aborted use of the synchroseal instrument after the start of the procedure due to the electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.